Manufacturer narrative:
The following other devices were also listed in this report: triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# ehmds, triathlon cr fem comp #3 r-cem; cat# 5510f302; lot# ehl3n, triathlon asymmetric x3 patella; cat# 5551-g-299; lot# yh3x, simplex p full dose 1 pack; cat# 6191-1-001; lot# riu138, it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Further communication for this patient is being handled by the stryker legal department. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient has been in severe pain since the primary right triathlon knee surgery. Sometimes she cannot walk and her ability to perform normal daily activities have decreased. When sitting for 30 - 45 minutes she has difficulty putting her leg down due to the pain and it takes her a while to be able to walk. It feels as if she tried to walk she would fall down. The pain radiates from the back to the front of the knee. She has started to feel numbness in her leg and foot. After 18 sessions of pt, approx. (B)(6) 2014, she began to feel something in the back of the knee and the doctor noted a nodule. There is a loud audible squeak. The surgeon does not know what is wrong. She has video showing the squeaking knee. Pain meds are causing her medical complications.

Manufacturer narrative:
An event regarding a patient experiencing pain involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned as it remains implanted. Medical records received and evaluation: in this morbidly obese woman with fibromyalgia, peripheral neuropathy, sciatica and gout, there is no evidence that complaints of right patellar tendon and lateral hamstring pain are related to factors of faulty component design, manufacturing or materials. Consistently benign x-rays, full range of motion, nominal stability and no effusion or evidence of infection confirms this evaluation. If in fact a documented squeak persists, I would recommend CT scan of the knee to rule out malrotation of the tibial and/or femoral component as a source of this phenomenon. Device history review: indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: medical review indicates that there is no evidence that complaints of right patellar tendon and lateral hamstring pain are related to factors of faulty component design, manufacturing or materials. Consistently benign x-rays, full range of motion, nominal stability and no effusion or evidence of infection confirms this evaluation. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient has been in severe pain since the primary right triathlon knee surgery. Sometimes she cannot walk and her ability to perform normal daily activities have decreased. When sitting for 30 - 45 minutes she has difficulty putting her leg down due to the pain and it takes her a while to be able to walk. It feels as if she tried to walk she would fall down. The pain radiates from the back to the front of the knee. She has started to feel numbness in her leg and foot. After 18 sessions of pt, approx. (B)(6) 2014, she began to feel something in the back of the knee and the doctor noted a nodule. There is a loud audible squeak. The surgeon does not know what is wrong. She has video showing the squeaking knee. Pain meds are causing her medical complications.